Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms. The lead was repositioned twice but the impedance issue was not able to be resolved. The lead was removed and a different lead was implanted. No adverse patient effects were reported. The lead was later returned for laboratory analysis.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high, out-of-range pacing impedance measurements observed at the implant procedure.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms. The lead was repositioned twice but the impedance issue was not able to be resolved. The lead was removed and a different lead was implanted. No adverse patient effects were reported. The lead was later returned for laboratory analysis.